Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure, a tamponade occurred. During ablation, the patients rhythm changed from atrial fibrillation to atrial tachycardia, followed by sinus rhythm. The premature atrial contractions were difficult to map and the patient became hypotensive. A transthoracic echography confirmed a tamponade in the left atrial appendage. A pericardiocentesis was performed which stabilized the patient.